Manufacturer narrative:
The instrument was performing within quality control specifications. Controls were run three times per day. Flagging preferences were set to '2222' which is mid-level for blast cells. Variant lymphocytes, imm ne 1 and imm ne 2 flagging. Note: imm ne 1 is a flag for suspect immature neutrophils, primarily bands. Imm ne 2 is a flag for suspect immature neutrophils, primarily metamyelocytes, myelocytes, and promyelocytes. Raw data analysis was performed. Review of the raw data provided that the sample showed no distinctive abnormal patterns. The algorithm could not set any suspect flags because the sample looks normal. Root cause was unable to be determined. This reportable event was identified during a retrospective review conducted between january 01, 2008 and october 23, 2010 of complaints for additional reportable events.

Event description:
Customer reported erroneous differential test results were obtained when using a coulter lh 780 hematology analyzer. The test results were determined to be erroneous when compared to a manual differential with 6% blast cells. There were no instrument generated flags with the test results. Erroneous results were not reported out of the lab. No reports of death or serious injury, and no affect to pt treatment as a result of this event.